Manufacturer narrative:
Section b5:addendum for additional information has been obtained: the balloon did not inflate when the physician used one inflation device to inflate the balloon, therefore the stent could not be released. During a procedure, the .014 palmaz blue peripheral stent delivery system (sds) on aviator plus balloon did not inflate when the physician used an inflation device to inflate the balloon, therefore the stent could not be released, after many failed attempts. The target lesion was the vertebral artery, without calcification or tortuosity. There was ninety percent stenosis. The delivery system was very tight and the stent could not be released. Therefore, the device was withdrawn. There was no reported patient injury. The patient had imaging diagnosis of vertebral artery stenosis and posterior stent implantation. The device was stored in the cath lab at cool room temperature for one month. The device was stored, handled and prepped per the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. There was no unusual force used at any time during the procedure. The device was not used for a total chronic occlusion. The patient is doing fine. Another cordis device was used to complete the procedure. The device was not returned for analysis. A product history record (phr) review of lot 82199342 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-inflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator handling, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, the device was used off label in the vertebral artery. ¿the cordis palmaz® blue® .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. The use of this product for procedures other than those indicated in these instructions is not recommended.¿ therefore, this is considered off label usage and as such is a violation of the IFU. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot 82199342 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
During operation process, when using the 6 x 18/142p pk .014 palmaz blue peripheral stent deliver system (sds) on aviator plus it was found that the delivery rod could not be pushed to release the stent, after many attempts failed. The delivery system was very tight, and the stent could not be released. Therefore, the device was withdrawn. There was no reported patient injury. The patient had imaging diagnosis of vertebral artery stenosis and posterior stent implantation. The delivery system was very tight, and the stent could not be released. The device was stored in the cath lab at cool room temperature, for one month. The device was stored, handled and prepped per the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. There was no unusual force used at any time during the procedure. The target lesion was the vertebral artery, without calcification or tortuosity. There was ninety percent stenosis. The device was not used for a total chronic occlusion. The patient is doing fine. Another cordis device was used to complete the procedure. The device will not be returned for analysis due to patient¿s infectious disease.